Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 3/17/2014 with the following findings: a review of the black box showed one call service alarm on 01/20/2014. The time and date was accurately set at the start of investigation. During testing, the performance tests could not be performed due to the call service alarm. The pump was opened and a defect was found to the internal motor drive assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a call service alarm while attempting to deliver a bolus. The patient was able to manually prime the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.